Event description:
It was reported that there was no eri (elective replacement indicator) alert for the device's battery voltage when it went below the eri setting. It was also questioned why the device had a reduced longevity as it only lasted three and a half years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. Analysis of this data revealed that the time of eri (elective replacement indicator) in save to disk was on (B)(6) 2012 and the device eri was less than or equal to 2.6251 volts. The weekly battery voltage trend data shows min battery equaling 2.628 to 2.617 volts minimum between (B)(6) 2012. (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion, meeting 80% of the expected longevity.